Manufacturer narrative:
Event took place in germany. As soon as further information becomes available, a follow up report will be sent to the agency. Based on risk assessment and clinical assessment this file is considered as closed.

Event description:
Irn# (B)(4). Cannula breakage. Piece remained in patient. Surgically removed.

Manufacturer narrative:
Event took place in (B)(6). As soon as further information becomes available, a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Cannula breakage. Piece remained in patient. Surgically removed.